Manufacturer narrative:
H10: the actual device was not available; however, a photograph of the sample was provided for evaluation. The visual inspection of the provided picture observed an external fluid leak from the dialysate port. The reported condition was verified. The cause was probably a shock during transportation. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Oxiris has been temporarily approved for use in the us under emergency use authorization eua200164 with a specific indication to treat patients with covid-19 infection. Initial reporter address: (B)(6) . Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that during priming with a oxiris set, a leak was observed between the filter and the cassette. There was no patient involvement. No additional information is available.